Event description:
It was reported that during a percutaneous coronary interventional procedure, the maverick2 monorail balloon ruptured at 12 atm following 20 seconds of inflation. The number of additional inflations and to what atm is unknown. The 99% stenosed and calcified lesion was located in the non-tortuous proximal left anterior descending (lad) artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for this particular batch namely top assembly batch #8664310 found that the device met its material, assembly and product specifications.